Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contraction baker grade unknown".

Event description:
Patient reported "capsular contraction baker grade unknown" against left device. The device remains implanted.

Event description:
Patient reported left side "capsular contraction" and healthcare professional reported "baker grade iii". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction- baker grade iii.

Event description:
Patient reported, "capsular contracture, baker grade unknown" against left device. Healthcare professional reported, "baker grade iii". The device has been explanted and replaced with a closed capsulotomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed. White particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted and replaced with a closed capsulotomy.